Event description:
Reference number (B)(4). Event occurred in united states. On (B)(6) 2024, the patient reported that the infusion set was leaked from the tubing. The infusion set was in use for 3 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.